Event description:
It was reported that 214 bd intima-ii¿ closed IV catheter systems experienced foreign matter contamination. The following information was provided by the initial reporter: there was visible sillicon oil particle in the needle the problem occurred in the psychogeriatrics department. These lot# occurred in the same department.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot numbers 0140313 and 9106857. Our records show that this is the only instance of this issue occurring in this production batch. Checked the retained samples from the complained batches and there is no abnormality . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photograph and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. See h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9106857 , medical device expiration date: 2022-05-25 , device manufacture date: 2019-04-16. Medical device lot #: 0140313 , medical device expiration date: 2023-06-10 , device manufacture date: 2020-05-19 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 214 bd intima-ii¿ closed IV catheter systems experienced foreign matter contamination. The following information was provided by the initial reporter: there was visible silicon oil particle in the needle the problem occurred in the psychogeriatrics department. These lot# occurred in the same department.